Event description:
Procedure type: c-section. According to the reporter: the suture broke 5 days after the operation. Re-operation in emergency room occurred. The thread was broken at equal distance between the two knots.

Manufacturer narrative:
(B)(4).